Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was unknown. The customer was able to rewind the device and passed the displacement test. The customer also mentioned a past hospitalization due to diabetic ketoacidosis. The customer declined to troubleshoot the past event. Nothing was replaced or returned for analysis.